Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of event and date of this report on the initial manufacturer report were incorrect and have been updated.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was reported that it "happens when infusing albumin but not as much. The staff prime the IV set with d5w first then spike the ivig bottle and program the infusion in the spectrum pump". It was also reported there was no patient injury.